Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's stimulator was turning off randomly a few times a day to more frequently since having a fall three weeks ago. The pt hadn't had any unusual electromagnetic exposure. The pt complained of no stimulation sensation and loss of therapeutic effect. The pt started to keep track of the times when the device turned itself off, and then went to the clinic for an appointment. The daily use screen was reviewed. There were multiple days in which the device shut off. Impedances were checked at the clinic and "all were in line." Additional info has been requested.